Event description:
It was reported that during a gynecological procedure an echelon is used and when the device is being closed to face both portions and perform the anastomosis, the surgeon makes the comment that the adjustment knob did not feel normal since he could not perceive the tactile feedback. The closing strength on the adjustment knob is never increased, even when the orange indicator was already at the lower end of the green range of the compression indicator. Despite this, the decision is made to use the stapler, the proximal and distal donuts came out complete, the washer and the green check were in line after having made a successful shot. However, at the time of the pneumatic test, a leakage is perceived in the right anterolateral portion so a reinforcement was made in the line of staples with stratafix. It is assumed that the leakage is the product of a poor compression of the tissue and that at the time of the shot there was a slip.

Manufacturer narrative:
(B)(4). Date sent 8/29/2025. D4 batch #544c59. Investigation summary additionally, photos were provided and they showed the green checkmark illuminated, both donuts of tissue between the shaft and anvil of the device. During inspection at the independencia pi lab, the device was found to continuously activate when trying to reset the device with the engineering reverse battery. This condition was unrelated to what was reported from the field. The device was sent to (B)(6) for further engineering analysis. At (B)(6), visual analysis of the returned sample revealed there were no staples present and the green check mark did illuminate once the engineering battery was inserted. There was no apparent damage seen on the device. When attempting to reset the device with the engineering reverse battery, the device continuously fired. The device was disassembled to verify the condition of the internal components. The wire harness assembly (wha) was removed from the device and an engineering wha was attached to the complaint device. Once the known good wha was attached to the device, the device functioned as intended, including stopping after one firing cycle. A review of the complaint wha revealed a compressed stop switch on the stop switch board. The normal state of the stop switch should be expanded. To determine if dried bodily fluid had caused the stop switch to stay compressed, the stop switch was cleaned with isopropyl alcohol. After cleaning, the stop switch immediately expanded and was no longer compressed. After the stop switch was cleaned, the device was reassembled with the original wha. The device was then functionally tested (including resetting) multiple times with no issues observed, including stopping after each firing cycle. The most likely cause of the device continuously firing was a malfunctioning stop switch due to bodily fluid ingress. Based on the smooth movement seen on the device while manipulating the adjusting knob during analysis, the leak controllable and adjusting knob issues reported could not be confirmed. Based on the malfunctioning stop switch due to bodily fluid ingress, it was unrelated to what was reported. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 544c59, and no non-conformances related to the reported complaint condition were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please provide more details about the type of oozing? Was there any other issue noted with the staple line other than leaking (malformed staples, staple line missing staples, etc.)? How was the leak controlled? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? A manufacturing record evaluation was performed for the finished cdh29p, with lot/batch number a9dl81, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.